Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the oxygen (o2) sensor to lab use only (luo) testing equipment. The pst observed the o2 sensor to function as intended throughout the evaluation. Calibrations were successful, and the luo electronic patient gas system (epgs) held accurate o2 values. It was determined that the o2 sensor met specification.

Manufacturer narrative:
Per data log review: there were multiple oxygen (o2) sensor out of range messages on 30jun2023. The o2 sensor should be between a minimum value of 550 millivolts (mv) and a maximum value of 2758 mv. The first calibration out of range message was 336 mv and the second calibration out of range message was 332 mv. Then there was multiple recalibration attempts and the value was 0 mv each time. The log confirms the complaint.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the o2 sensor. Release testing was completed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) oxygen (o2) calibration failed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.